Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the issue was resolved when the customer replaced supplies and successfully delivered a bolus, after which the customer resumed insulin usage.